Event description:
The customer reported the screen is flickering and then they do a 12-lead it is missing a few lads. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported the screen is flickering and when they do a 12-lead it is missing a few leads. There was no reported adverse pt impact. The philips repair bench evaluated the device and was unable to recreate the reported issues. No trouble was found with the device. The device passed all performance and assurance testing and was returned to the customer. As of 01/30/2012 the customer has not reported any further trouble with this device.